Manufacturer narrative:
Citation: nicolas j., et al. Incidence, predictors and clinical impact of permanent pacemaker insertion in women following transcatheter aortic valve implantation: insights from a prospective multinational registry. Catheter cardiovasc interv., 2021; 1-10. Doi: 10 .1016/j.jcin.2016.07.026. First published: 12 june 2021 earliest date of publish used for date of event. [Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence and clinical outcomes for women who require permanent pacemaker implantation after transcatheter aortic valve replacement (tavr). All data were prospectively collected from a clinical registry that included 19 medical centers in europe and the united states between january 2013 and december 2015. The study population included 922 patients (all female, predominately caucasian race, mean age 82.4 years), 334 of whom were implanted with medtronic corevalve bioprosthetic valves and 70 of whom were implanted with medtronic evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 1-year mortality for all causes was at 23.8% of study patients. One-year cardiovascular mortality was 20.3% of study patients. Multiple manufacturers were noted in the study and no further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-tavr myocardial infarction (mi), strokes, life-threatening bleeds and major vascular complications. Based on the available information medtronic product may have been associated with the adverse events. Among all medtronic core valve and evolut r patients, adverse events included: need for permanent pacemaker implantation, due to right/left bundle branch block (rbbb/lbbb), atrioventricular block (avb) and left anterior fascicular block (lafb). Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.